Manufacturer narrative:
Device manufacture date: additional information. Manufacturer's investigation conclusion: the reported event was confirmed through the evaluation of the submitted log files. Based on past experience with the heartmate ii lvas and similar reported events, the transient low speed and pump stop events that occurred while the patient was supported by the power module could be indicative of driveline (dl) damage; however, a specific cause could not be conclusively determined. The submitted log file contained data from 22nov2018 to 01dec2018. Analysis of the log files confirmed multiple pump stop events and associated alarms. Each of the events occurred while the system was operating on the power module. The pump appeared to function as intended before the pump stoppages. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. According to the account, the patient was discharged home with an ungrounded patient cable and no alarms have been reported since discharge. The patient remains ongoing on heartmate ii lvas, serial number: (B)(4). The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced multiple alarms while sleeping. The device was interrogated finding multiple pump stops and speed "drop drops" to 0 on (B)(6) 2018. The patient stated that this occurred while on power module. There was no alarms while on batteries. Driveline was inspected and there was no tears. The clinical engineer from the hospital provided the patient with a patient cable. The manufacturer's technical service representative reviewed the log file and confirmed pump stops which is indicative of potential issues with the driveline. X-ray for internal portion of the driveline was performed and was unremarkable. As of (B)(6) 2018, the clinician stated that the patient will not need a pump exchange and no driveline repair has been noted. The patient is on an ungrounded patient cable and has not had alarms.